Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. The final mr was grade 1. On (B)(6) 2025, it was identified through a transthoracic echocardiogram (tte) that a single leaflet detachment occurred and the clip was no longer attached to a leaflet. The final mr increased.